Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided vascular stent graft placement procedure using fluency plus vascular stent for stenosis of the left artificial arteriovenous fistula. During the procedure, the push rod of the vascular covered stent fractured, resulting in the failure of the stent placement. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided vascular stent graft placement procedure using fluency plus vascular stent for stenosis of the left artificial arteriovenous fistula. During the procedure, the push rod of the vascular covered stent fractured, resulting in the failure of the stent placement. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation, and photos were not provided which leads to inconclusive results for outer sheath fracture and positioning failure. No indications of manufacturing deficiencies were identified. In this case, only very limited information was provided for the reported event. During sample evaluation no indications for manufacturing deficiencies were identified. Based on the available information and as neither the sample nor photos were provided for evaluation, the investigation is closed with inconclusive results for outer sheath fracture and positioning failure. A definitive root cause for the reported event could not be determined. Labelling review: a review of the relevant labeling confirmed that the instructions for use IFU adequately address the potential risks the IFU states if excessive force is felt during stent graft deployment do not force the delivery system remove the delivery system and replace with a new unit regarding device preparation the IFU states prior to loading the delivery system over a guidewire both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and or the stent graft lumen flushing these lumens will also facilitate stent graft deployment for required materials the IFU specifies the need for an appropriate introducer sheath and a 0035 inch 089 mm diameter super stiff guidewire packaging symbols indicate an 8f introducer and a 0035 guidewire the IFU also notes predilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. G3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.